Event description:
Information received regarding the explanted device notes that the lead dislodged and was removed without injury.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor